Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9044773. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-13. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 100 box 1200 us were unable or difficult to prime during use. The following information was provided by the initial reporter: material no: 320550, batch no: 9044773, unknown. Verbatim: issue: consumer reported nothing is coming out of the pen needle during the flow test. Sample discarded. Incident: (B)(6) 2019. Occurrence-3. Item# 320550. Lot# 9044773; expiration date-2024-02-29. Issue: nothing came out of the needle during flow test has happened with another box as well. Sample discarded. Incident date unknown. Occurence unknown. Item# 320550. Lot# unknown. Consumer uses new needle each time of her injection. She visually test the needle to see if it is straight, but does not visually test the non patient end side. Explained consumer we recommend to test the needle visually on the non patient end side as well.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot (9044773) concluding all inspections were performed per the applicable operations and met qc specifications. DHR could not be performed for lot number not provided. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable or difficult to prime during use. The following information was provided by the initial reporter: material no: 320550, batch no: 9044773, unknown. Verbatim: issue: consumer reported nothing is coming out of the pen needle during the flow test. Sample discarded. Incident: (B)(6) 2019. Occrence-3. Item# 320550. Lot# 9044773; expriation date-2024-02-29. Issue: nothing came out of the needle during flow test has happened with another box as well. Sample discarded. Incident date: unknown. Occurence: unknown. Item#: 320550. Lot#: unknown. Consumer uses new needle each time of her injection. She visually test the needle to see if it is straight, but does not visually test the non patient end side. Explained consumer we recommend to test the needle visually on the non patient end side as well.